Event description:
It was reported to boston scientific corporation that a flexima rx biliary stent system was deployed during an ercp (endoscopic retrograde cholangiopancreatography) procedure in the common bile duct of a (B)(6) female patient (patient weight is unknown). During a scheduled stent removal procedure, as the stent was removed from the patient, it was noted the guide catheter broke off the delivery system and was left inside that patient during the stent deployment. There were no reported patient complications. Several unsuccessful attempts have been made to obtain additional information regarding the event details and patient condition. If additional information is received regarding this event, a supplemental medwatch will be submitted to report this information.

Manufacturer narrative:
The complainant was unable to provide the device lot number; therefore, the device manufacture date and expiration date are unknown. Although the lot number is unknown, the complainant reported that the device was not used past the expiration date. (B)(4): the complainant indicated that the device has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.